Manufacturer narrative:
There is no documentation to show a causal relationship between the event of peritonitis and the liberty cycler set. Additionally, there is no allegation of a malfunction against the cycler set. Although the patient¿s physician stated that there was no peritonitis, it is inconclusive if the patient had sterile peritonitis or not as the patient was treating with antibiotics prior to her ER visit which could affect the culture results. The wbc count was increasing, suggesting an infection, but there was no growth with the pd effluent culture. Furthermore, the physician is uncertain if these symptoms are related to peritonitis or a gastrointestinal issue. The alleged event was not confirmed by the manufacturing plant. The alleged device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records received on non related customer experience indicate that the patient was previously diagnosed with peritonitis. After contacting the peritoneal dialysis registered nurse (pdrn) for complaints of hallucinations, the patient presented to the emergency room (ER) (unknown transport) with complaints of diffuse cramping, abdominal pain, nausea, and vomiting for two days prior to arrival. The patient denied diarrhea, fever, chills and cough and reported her peritoneal dialysis (pd) fluid appeared clear. The patient also had no hallucinations upon arrival to the ER. The patient¿s caretaker stated that the patient has been using vancomycin in the dialysis fluid for the last several days (unknown if prescribed by physician). The patient was prescribed/treated in the ER with bentyl and zofran for the nausea. The patient¿s pd catheter could not be accessed in the ER as it was sealed by a machine that the ER did not have access to, but the pd fluid looked clear. The patient was discharged from the ER. Further follow up with the patient's pdrn indicated that the patient¿s physician reports the cause of the symptoms for peritonitis might be gastrointestinal related and not directly related to pd therapy. There is no confirmation of the cause, but no leaks were discovered in the cycler or cycler set. The cause, if peritonitis, could be a breach in aseptic technique. The event of peritonitis has since resolved and the patient continues pd therapy on the cycler. There was no allegation of a malfunction that contributed to this event. The alleged sample was requested for plant investigation.